Event description:
The reporter stated the surgeon was advancing a 12.6mm micl 12.6 implantable collamer lens in the cartridge during the loading process, the foam tip plunger overrode the lens and the lens became stuck in the cartridge. The reporter stated it was unknown if the lens was damaged and the surgeon was unable to remove the lens. There was no patient contact and the backup lens was implanted with no problem.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: no - lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).